Manufacturer narrative:
(B)(4). Implant date: (B)(4) 2014. Concomitant medical products: unknown knee bearing catalog #: unknown, lot #: unknown, unknown knee femoral catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00440. Remains implanted.

Event description:
It was reported that the patient is experiencing snapping noises, hardware backing out and pain following right knee arthroplasty. Patient uses a walker or cane to move around and reports falling.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products ¿ natural knee flex female porous femoral component size 2 right catalog #: 00541601502 lot #: 62410242, natural knee ii ultracongruent articular surface size 1, 2 right 9mm catalog #: 00542802109 lot #: 62532045, natural knee flex metal-backed porous patella component size 1 catalog #: 00541800001 lot #: 62644141. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the gender solutions n-k flex system package insert, pain and fracture are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.